Event description:
The hcp reported the pt had complained of numbness in legs and back that was getting worse over the course of 4 months. "Legs are collapsing underneath and falling." The hcp did an MRI that showed thoracic disc displacement, no granuloma. An emg showed a left common peroneal mononeuropathy, acute. No device troubleshooting was required or performed. The "symptoms continue with marginal improvement."